Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82230536 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the initial inflation of 7mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 8 atmospheres (atm). It was also reported that there was difficulty when removing the balloon stylet. There was no reported injury to the patient. This was during a procedure to treat a 90% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild vessel tortuosity. The lesion was not a chronic total occlusion (cto). The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop or removing the protective balloon cover. No kinks or other damages were observed prior to insertion of the device. There was no resistance or friction experienced during insertion of the device. The device was able to track towards the lesion and cross the lesion without issue. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. Additional information was requested but is unavailable. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, during the initial inflation of 7mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at eight atmospheres (atm). It was also reported that there was difficulty when removing the balloon stylet. There was no reported injury to the patient. This was during a procedure to treat a 90% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild vessel tortuosity. The lesion was not a chronic total occlusion (cto). The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop or removing the protective balloon cover. No kinks or other damages were observed prior to insertion of the device. There was no resistance or friction experienced during insertion of the device. The device was able to track towards the lesion and cross the lesion without issue. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. Additional information was requested but is unavailable. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82230536 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with stenosis and tortuosity were contributing factors to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed/calcified lesion. It is unclear as to why ¿packaging/pouch/box removal difficulty-stylet¿ was reported as the device is not packaged with a stylet. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. There is no mention of a stylet in the instructions for use; see preparation excerpt from the instructions for use, ¿preparation: 1. Without twisting, slide the forming tube off the balloon. 2. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 3. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 4. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 5. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 6. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 7. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 4 - 6. 8. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 9. Purge the air from the inflation device. 10. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.